Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received, indicating, the intended procedure in this event was cystoscopy and the procedure was completed with a similar device. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing for a diagnostic procedure, the visera elite video system center had no image when scopes are connected to it. During troubleshooting, the customer was instructed to clean the electrical contacts on the scope with 70 % isopropyl alcohol. After reconnecting, the customer was able to see an image briefly, and then the screen went black. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.